Event description:
It was reported that two (2) polyflux 210h dialyzers were observed to be "damaged and leaking" prior to use for therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplement report will be submitted.

Manufacturer narrative:
H11: the two (2) actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photos showed dialyzer header areas with the dialysate port. Residual polyurethane (pur) was visible inside the ports. There was no visible pur residue on the sealing surface of the ports in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. The presence of the pur residue/film inside the device dialysate port does not cause fluid leakage during use. The residue is an expected byproduct of the manufacturing potting process. Confirmation of pur residue on the sealing surface of the ports cannot be determined without analysis of the two (2) actual samples. Should additional relevant information become available, a supplemental report will be submitted.